Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According of received service report, replacement of the nozzle unit on ari gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). In case of the nozzle unit malfunction the reason of the o2 concentration low alarm activation is gas delivery error. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Review of the provided device's logs confirms occurrence of the reported issue. During on-site visit, the device was checked and pressure transducer test failure occurred, which is consequences of the nozzle unit malfunction. According to the technician, nozzle unit was not physically damaged. Our conclusion is that replaced part was the cause of the failure. However, the root cause to why the part failed has not been established.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. # (B)(4).